Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure (batch no. B44012) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 2 years 7 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced myalgia ("intense muscle pain"), hot flush ("very significant hot flushes"), vision blurred ("blurred vision"), feeling drunk ("daily feeling of drunkenness"), memory impairment ("memory disturbances with significant memory losses"), amnesia ("memory disturbances with significant memory losses"), fatigue ("general exhaustion") and weight increased ("weight gain of 10 kg"). The patient was treated with surgery (removal of essure inserts via bilateral salpingectomy on 23-oct-2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and weight increased outcome was unknown, the myalgia and hot flush had resolved and the vision blurred, feeling drunk, memory impairment, amnesia and fatigue had not resolved. The reporter provided no causality assessment for amnesia, fatigue, feeling drunk, hot flush, medical device removal, memory impairment, myalgia, vision blurred and weight increased with essure. The reporter commented: side effects progressively occurred a few months after insertion, deteriorating her health condition. It was also reported that some symptoms resolved within less than one week after intervention. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 21-nov-2017 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed 679 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 21-nov-2017: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.